Event description:
It was reported that the eyelet broke during the procedure. Additional information confirmed all pieces were retrieved.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: cleat broke. Probable root cause: design - inadequate cleat design - inadequate cleat location process - cleat not manufactured to specification application - user not familiar with device. The reported failure mode will be monitored for future re-occurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the eyelet broke during the procedure. Additional information confirmed all pieces were retrieved.